Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump powered up properly after battery installation and received with operating currents within specifications and was monitored and no blank display anomalies were noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(2).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer woke up and noticed that the screen was blank. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new (B)(6) alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. Customer will return the pump for analysis.